Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The device was pacing at about 62 pulses per minute (ppm) with a programmed base rate of 70 ppm, which indicated that it had reached elective replacement indicator. The pulse generator was replaced.